Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the site heard an audible tone that indicated that the instrument was just verified. When looking at the screen, the site noticed that the software was not tracking an instrument. There were no instruments near the patient tracker. The site was able to continue with their case. There was no delay in the procedure and no impact on patient outcome. The suspected cause is likely to be due to a software issue. The site was able to re-verify the instrument and it went back to the correct one.